Event description:
New information received noted that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's implantable cardioverter defibrillator exhibited another episode of post-paced t-wave oversensing. Programming changes were discussed but not performed and the patient will be monitored. The patient was stable.

Event description:
New information received notes that programming changes were made on the patient's implantable cardioverter defibrillator (ICD). The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed but not performed and the patient will be monitored. The patient was stable.